Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono floor system. While using a stored direct position, the plane-a detector lowered towards the patient. There was no collision warning before hitting the patient on the head. Additional information was provided that the incident did not result in bruising or any other marks to the patient. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system history, and system log files. When using a stored "direct position", the plane a detector lowered and touched the patient on the forehead. There were no health consequences for the patient and the procedure was continued on the system without delay. The movement to the three most frequently used system positions can be selected with three "direct position" buttons. The movement of the system is under the full control of the operator. While holding the respective position button and defecting the c-arm joystick, the system moves to the respective desired position. The speed of the movements depends on how far the c-arm joystick is deflected. The operator manual contains adequate instruction about handling the system with regards to the risk of collision. However, the detector movement is only possible on slow speed. Furthermore, to minimize the risk of patient harm due to collisions caused by user error, a collision sensor is integrated into the flat detector. Per default the c-arm position, the collimator leaves, the filter diaphragms and the "define region of interest", if required, are set as required for the "direct positions". Detailed investigation revealed that the customer moved the table up during the procedure, and that the previous table positions were not restored by the 'direct position' function, as the table restore option is set to no in the configuration. As a result, the table did not move downward while c-arm/flat detector was coming back to defined "direct position". No system deficiencies (e.g., defective collision sensor) were found during the investigation and the system worked as expected according to the actual configuration settings. The system configuration was adapted according to the possible options as part of service activity to meet customer's requirements so that the table position is also stored in the "direct position" settings and thus restored. The incident described in the adverse event is not classified as a reportable event after a thorough investigation as no malfunction of the system could be detected.